Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged, and subsequently the cartridge became dislodged from the pump. Customer changed cartridge and was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.